Event description:
Lv lead impedance out of range. Lead error reported on hm. Pocket manipulation revealed noise on lv lead. Suspected connector in header issue. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.